Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +19.5d) was explanted on (B)(6)2023 due to patient dissatisfaction. The lal was originally implanted on (B)(6) 2021. Rxsight's first awareness of this event was on (B)(6) 2023. Reference MDR 3012712027-2023-00047 for the report on the right eye (od).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4).